Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother called to report that the customer was hospitalized on (B)(6) 2016 due to diabetic ketoacidosis (dka). Customer's mother reported that when she puts the insulin into the insulin pump the piston does not move to deliver the insulin. Customer's blood glucose levels at the time of emergency room visit was 600+ mg/dl. Customer was wearing the pump at the time of emergency room visit. Customer's mother reported significant events leading to the customer's emergency room visit included difficulty breathing and inability to sit up. Customer's mother stated that the customer was treated with morphine. Customer's mother stated that the customer was placed back on the pump on the last day of hospitalization. Customer was unable to complete troubleshooting because of damage to the drive support cap and motor. Product is being returned and replaced.